Manufacturer narrative:
Please see section a for additional information. Additional updated fields: g2, h2, and h10. Intuitive surgical, inc. (Isi) followed-up with the initial reporter and obtained the following additional information: the patient's race is japanese. No further narrative or patient demographic information could be provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the system and instrument logs was performed for procedure on (B)(6) 2018 and system sh1921. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. There is no log information that points to a product issue that would explain the reported event. No errors or log information pointed to any vision or movement issues during the procedure. All instruments installed during the procedure were used in subsequent procedures without reported issues. A site history review was performed and did not show any additional complaints related to this product. This complaint is being reported because, during a da vinci-assisted mitral valve repair surgical repair, there was ¿hemostasis arrest bleeding around the heart¿ that could not be visualized with the da vinci surgical system. The procedure was then converted to open to address the reported bleeding, which was considered both a clinical and technical decision. At this time, there is no statement from a qualified medical professional to provide the cause of the reported bleeding, the amount of blood lost, or the exact medical intervention needed to stop the bleeding. The expiration date is not applicable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure and after forming a valve and closing the left atrium, "hemostasis arrest bleeding" was identified around the heart that could not be visualized with the da vinci surgical system. As a result, the procedure was converted to open surgery. The procedure was completed via open surgery and the patient was reported to be ¿fine.¿ on 08-june-2018, an intuitive surgical, inc. (Isi) clinical sales representative (csr), who was present for the procedure but did not speak directly with the surgeon, provided the following additional information: it was indicated that the decision to convert to open surgery was both a clinical and technical decision made by the doctor due to their inability to spot the bleeding. On 09-aug.-2018, isi also followed up with an isi representative, who, when asked about the root cause of the bleeding, provided the following: ¿they did not say anything about it, but the surgeon did not injure any veins during procedure. According to the isi csr's explanation, it might say blood was seeping.¿ there was no allegation that the da vinci surgical system caused or contributed to the bleeding.